Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that during sue of the listed device for the infusion of blood, the tubing separated from the male luer resulting in leakage. There were no adverse effects to patient or clinician reported.